Manufacturer narrative:
The insulin pump had stripped coin slot battery cap. The insulin pump had bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly on the middle of the screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.